Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd 10ml syringe luer-lok¿ tip experienced leakage from split/crack on the side of the two syringes. The following information was provided by the initial reporter: as per cs, this customer advised that the below syringes appear to have a split/crack in the sides. When pushing medication through the syringe product leaks out the side. This has happen with 2 different syringes.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while using bd 10ml syringe luer-lok¿ tip experienced leakage from split/crack on the side of the two syringes. The following information was provided by the initial reporter: as per cs, this customer advised that the below syringes appear to have a split/crack in the sides. When pushing medication through the syringe product leaks out the side. This has happen with 2 different syringes.